Event description:
Additional information reported that impedances on one lead were 'over 40k on all electrodes.' It was also noted that a CT scan indicated that one lead was 'displaced and coiled in the tissue.' The device was reported to have been explanted and replaced 'upon request of the surgeon.' It was noted that when the 'battery pocket' was opened, 'fluid came out of the pocket.' A 'stat gram stain' was performed on the fluid and the results 'showed no infection.' Patient symptoms were noted as 'pain' and a 'burning sensation' in the 'device pocket.' It was additionally reported that the patient had experienced 'less than 50% therapy relief.'

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory. Analysis of the implantable neurostimulator (ins 37714 restore, serial # (B)(4)) found it's battery with reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode reset (pmr) recovery, the total recharge count is 21. The last recorded recharge session done while the device was implanted was on (B)(6) 2013. The device was recharged for 5 minutes. The battery charged from 3.570v to 3.600v. The longest of the patient recorded recharge sessions is 1 hour 35 minutes, the shortest 11 seconds. The battery discharged to the lock mode on (B)(6) 2013. The last 5 patient coupling records have 6 or more bars of coupling. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 5hrs 14min. The ins charged from 2.77v to 4.015v with 100% coupling. Coupling matched a known good ins. Final functional test failed, which was a consistent with contaminated port failure mode. Telemetry was okay after pmr recovery. Connector module was found scratched. Access hole had a cosmetic cut. Initial output test using all electrode pairs had no output. Ins recovered normally from the pmr showing a good stable output on all electrodes referenced to one electrode. Output settings were electrode pairs ins had when it was received. Analysis of the lead (lead 3776-60 1x8, serial # (B)(4)) found it's conductor(s) broken, anchor site unknown. Conductor circuits # 0-7 were broken in the body of the lead at 7.5 cm measured from distal end. Outer lead insulation was cut and breached at 25.5 cm and 43 cm from distal end, explant damage from cautery was suspected. Functional test of the returned segment showed all open circuits with no shorts between circuits. Analysis of the lead (lead 3776-60 1x8, serial # (B)(4)) found no anomaly. Analysis of the anchor (anchor 3550-39 titan) found it to be separated, explant damage was suspected. Analysis of the anchor (anchor 3550-39 titan) found no anomaly.

Event description:
It was reported there were coupling and or communication issues. Antenna locate was attempted three times and 56 and 52 were the highest numbers achieved. It was noted the patient was unable to adjust stimulation and reported there was a shocking or jolting sensation. The shocking or jolting occurred during a recharge session. Approximately two weeks ago while the patient was recharging they felt a sharp pain at the lower part of the implantable neurostimulator (ins) and they had to stop recharging. It was noted it took thirty minutes for that to decrease. The patient was still "tender" from the event. It was noted the ins was half full when they were recharging but since then it doesn't appear to be holding a charge. Stimulation had been felt two days prior. There were no falls or traumas since implant. It was noted the patient last saw their health care professional (hcp) in (B)(6) for programming of adaptive stimulation. A couple days later it was reported there were telemetry issues. Over the past week the patient had significant issues with recharging and the clinician programmer was stating the ins was discharged. It was noted the patient was able to recharge for a short period last night and then it stopped. The patient last recharged and had felt stimulation the previous saturday. Recharger showed reposition antenna message. The patient noted the ins was "running down" within a day. During report the antenna locate assessment was done multiple times with ranges from 38-59. It was confirmed the patient had charged for 9 minutes the previous day and the last substantial recharge session was (B)(6) 2012. When the patient had last recharged it felt like a "bee sting." Stimulation was on at that point but then turned it off and noted it hurt for about 30 minutes after they stopped recharging. It felt "bruised" to the patient. It was noted there was a replacement in (B)(6) because the patient's device was not taking a good charge and was depleting right away. Only the ins was replaced at that time. The current ins felt deeper and less superficial than it had, "especially the recharge portion." The ins felt "tilted down towards the bottom and does move." The patient had lost about five pounds. It was noted there were impedances greater than 20,000 ohms. It was also noted electrodes 8-15 were not used in programming. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2013-00609. Report on charging issues and shocking with previous device.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.